Manufacturer narrative:
(B)(4). Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches.no over delivery anomaly or under delivery anomaly noted. Device communicated properly with the test blood glucose meter. The test value of 95 mg/dl was sent by the meter and received by the pump. No pump/meter communication anomaly noted. Device uploaded properly using carelink. Device had minor scratched display window, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 383 mg/dl before bolusing and going low. The customer used food, candy, and was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.